Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).

Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The pt was being treated in the ER with a diagnosis of chest pain and was scheduled for a cardiac catheterization. At 0135, the device was programmed in the ml/hr mode, to deliver heparin 100units/ml, for a dose of 768 units/hr, and the delivery was started. No further programming parameters were provided. After approx 10 minutes, the nurse noted the heparin container "appeared more empty than expected." At this time, the nurse noted the device had been programmed to deliver at a rate of 768 ml/hr (76800 units/hr) instead of the intended dose of 768 units/hr. The physician was notified and ordered an aptt (activated partial thromboplastin time) level to be drawn. The device was not removed from clinical service. The heparin therapy was discontinued. No further medical interventions were required. The customer contact stated the pt has "fully recovered from the event." Although requested, no additional info was provided.